Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which evidence of a device leak. The device was attached to an encore inflation device and positive pressure was applied. Liquid was observed to be leaking from a balloon pinhole located 1mm proximal fo the proximal markerband. An examination of the balloon material and proximal markerband identified to issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination of the hypotube. Shaft noted no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the lesion area. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the lesion area. The procedure was completed with a different device. No patient complications were reported.